Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "ream and run and total shoulder: patient and shoulder characteristics in five hundred forty-four concurrent cases" written by frederick a. Matsen iii, anastasia whitson, sarah e. Jackins, moni b. Neradilek, winston j. Warme, and jason e. Hsu published by international orthopaedics published online 25 june 2019 was reviewed. The article's purpose was to compare and contrast between ream and run (rnr) and total shoulder arthroplasty (tsa) procedures. Data was compiled from 544 cases with 263 in the rnr group and 281 in the tsa group. All patients received depuy implants but the cement manufacturer is not identified. The article separates the adverse events into two distinct groups and the products will be captured as such with the appropriate associated events. Figures 2-5 provide radiographic images for 2 cases for illustrative purposes of pre and post operative images with no indication of adverse events within captions. Article narrative description provides explanation that these two cases had positive outcomes and no associated adverse events. Depuy products: global advantage, anchor peg glenoid. Adverse events for tsa group: second procedure closed manipulation under anesthesia at 15 weeks post op (no further information provided). Second procedure consisting of arthroscopic procedures (no further information provided). Subscapularis injury (treated by open procedure for repairs). Prosthetic revisions (no further information provided). Adverse events for rnr group: second procedure closed manipulation under anesthesia at average 22 weeks post op (no further information provided). Second procedure open for exchange of humeral head with soft tissue release, humeral component exchanges, and conversions to a total shoulder (no further information provided). Positive cultured results for bacterium from tissue and explant cultures from second open procedures (no further information provided).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.